Manufacturer narrative:
Section b2: correction. "Required intervention to prevent permanent impairment/damage (devices)" incorrectly selected in previous report. Manufacturer's investigation conclusion: the reported event of a controller fault alarm being displayed on the system controller was confirmed. The heartmate 3 system controller (serial number: (B)(6) ) was returned for analysis, and a log file was submitted ((B)(4)) and downloaded ((B)(4)) for review. A review of the log files showed overlapping events spanning approximately 2 days ((B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 were events recorded during testing at abbott labs. Controller internal faults coincident with lcd_com faults were active throughout the entirety of both log files. The driveline was disconnected on (B)(6) 2021 at 18:00:23 for a system controller exchange. Pump operation was not affected while the driveline was connected to the controller. There were no other notable events active in the log file. The controller was functionally tested and failed testing due to consistent alarming while connected to a mock loop. The controller was forwarded to troubleshooting. Before troubleshooting, the submitted and downloaded log files were reviewed. As previously stated, the log files showed controller internal faults coincident with lcd_com faults throughout the log files. These events have been found to be coincident with lcd bitmap software issues. The controller had lcd bitmap software version 3.01 reloaded, and the controller was resubmitted for preliminary and functional testing. After having the bitmap reloaded, the controller passed all testing without issue. A log file was downloaded ((B)(4)) after the bitmap was reloaded onto the controller. A review of this additional, post troubleshooting, log file showed events spanning approximately 2 days ((B)(6) 2021 per timestamp). All events captured in this log file were recorded during testing at abbott labs. The log file did not show any atypical events indicating that the controller functioned as intended. Thus, showing that the bitmap being reloaded onto the controller resolved the reported issue. The reported controller fault alarm was determined to be caused by a corrupted lcd bitmap software; however, the root cause of the corrupted lcd bitmap could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. The device was shipped on 04nov2016. The heartmate3 patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. Heartmate3 instructions for use section 8, ¿equipment storage and care¿ and heartmate3 patient handbook section 6, ¿equipment maintenance¿ explain how to properly care for the system controller, including storage, transport, cleaning, and maintenance. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including replace system controller alarms, and the actions to take when the alarm occurs. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient went into the outpatient clinic due to a controller fault alarm displayed on their controller. The controller was not illuminating the yellow wrench led, only the display was communicating. There was also no alarm sound on the controller. The display button showed no parameters. The pump was running as expected. Log files were reviewed, which confirmed the issue started on (B)(6) 2021. The self-test on the controller could be performed but the alarms persisted. Fuses were checked and were ok. The backup battery was disconnected for about 30 seconds and then reconnected afterwards, but the alarms still persisted. A controller exchange was recommended and executed successfully without issue. The alarms resolved after the exchange. No additional information was provided.